Event description:
The pt reported when she changed the insulin cartridge of her infusion device in 2008, she noticed moisture in the cartridge compartment. She said there was not much moisture and she used a tissue to dry the moisture. She stated she attaches the adapter and tubing to the cartridge before inserting the cartridge and she had not just come from extreme heat to cool. She stated she was able to prime the infusion set and her infusion device is functioning. She said she had a concern about the movement of the piston rod. The pt was advised to track her basal rate use for one day. On f/u the next day, the pt stated the piston rod is moving fine and she has no further concerns. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No prod was requested to be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.